Event description:
The device was used during a laparoscopic cholecyectomy. Reportedly, the bag started to detached before the string was pulled. The dr was able to finish the procedure with the device. No pt injury was reported.